Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery test alarm. Customer¿s blood glucose was 147 mg/dl at the time of incident. Customer states that insulin pump had replace battery now alarm with low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms or unexpected battery power loss alarms noted during testing.